Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) could find no hardware issues with the crem module or the instrument. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous elevated creatinine (crem) result was generated from a synchon cx delta clinical system for one patient sample. The erroneous crem result was released from the laboratory, however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat, the crem result was lower, was higher, regarded as valid, and an amended report was issued. Previous patient results were repeated and no discrepancies were found. Instrument chemistry quality control (qc) results during the timeframe of this event recovered within customer established specifications. No patient specific information or sample handling/collection information was provided by the customer.